Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2 and h6. As reported, while closing, the 6f-7f mynxgrip vascular closure device (vcd) failed. It seemed to be a balloon problem. There was no reported patient injury. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. It was noted that the sealant sleeve was displaced approximately 14 mm from the shuttle cartridge distal end, and that the sealant was exposed to blood. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1920701revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1920701 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While closing, the 6f-7f mynxgrip vascular closure device (vcd) failed. It seems to be a balloon problem. There was no reported patient injury. The device was opened in sterile field. The device will be returned for analysis.